Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 1.6; retest inratio: 4.3. Date: (B)(6) 2011; inratio: 2.5; retest inratio: 2.9. Pt's target therapeutic range is 3.0-3.5. Pt self tester says she has been getting results of 4.1 lately. Pt called doctor on (B)(6) 2011 after 1.6 result and was instructed to test again. Pt then decreased her own coumadin dose from 12mg to 11mg. Results on (B)(6) 2011 done one immediately after the other. Pt had salad the night of (B)(6) 2011.